Event description:
A customer reported a time discrepancy issue with their device, and it was noted that there was no adverse impact on the customer's blood glucose levels. The customer, unaware of why the time was incorrect, received assistance from technical support to update the pump time. They were advised to continue monitoring the device, especially if a discrepancy greater than five minutes recurs, and the customer acknowledged this guidance.